Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Viatrac dilatation catheter, emboshield nav 6 embolic protection device, heparin. There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that an xact stent was deployed in the heavily calcified right internal carotid artery. Following post-dilatation, using a viatrac balloon, asymptomatic hypotension and bradycardia occurred, treated with atropine and intravenous fluid bolus. The patient was discharged to home the next day. Hypotension and bradycardia had improved but was continuing. Baseline antihypertensive medications were held during hospitalization and at the time of discharge; the patient was instructed to resume beta-blocker medication in one week and hold ace inhibitor until seen for 30 day follow-up. No additional information was provided